Event description:
The customer reports that the device fails during an assignment to power on. There was pt involvement and no reported adverse impact.

Manufacturer narrative:
(B)(4): the customer reports that the device fails during an assignment to power on. There was pt involvement and no reported adverse impact. Philips field service engineer evaluated the device and did not confirm the problem. The device passed all parameters checks, performance, output specification and safety tests. As of (B)(4) 2012 there have been no further calls for this device. The device was handed back to the staff and returned for use. Since the problem could not be recreated the cause could not be determined.